Event description:
The lay user/patient contacted lifescan alleging that the product was missing the control solution, quick reference guide, and meter batteries. There were no allegations of harm or injury. The closure seal on the packaging was intact prior to opening. The patient was educated on correct box contents and there was product missing.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.